Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed in the original packaging carton. Returned with the sample was supplied teflon sheath. Buck-ling was noted to the entire length of the teflon sheath extrusion. In addition, the teflon sheath extru-sion was noted cut, which is consistent with the reported details that "a knife was used to cut the arterial sheath". Upon return, the short driveline tubing was noted disconnected from the iabc bifur-cate. The one-way valve was noted tethered to the disconnected section of the short driveline tubing. The short driveline tubing was reconnected to the iabc bifurcate without any difficulty; no loose connection was noted. The bladder was fully unwrapped. The central lumen was noted broken at ap-proximately 2.3cm and 5.2cm from the iabc distal tip. The wire-round was also noted damaged, consistent with being bent/kinked. The iabc central lumen was noted bent at approximately 72.1cm from the iabc luer end. The outer lumen was noted damaged, consistent with buckled approximately from 48.5cm to 52.5cm from the iabc luer end. Dried blood was noted on the exterior surfaces of the returned sample. A small amount of dried blood was noted within the iabc bladder/helium path-way. The bladder thickness was measured at six points with measurements ranging from 0.0057in-0.0065in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in the bladder inflation. The results are consistent with the previously noted broken central lumen. The iabc was leak tested in accord-ance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off. Multiple leaks were immediately detected from the bladder membrane. Under microscopic inspection, a total of two leak sites consistent with contact from sharp object were noted at approximately 19.5cm and 22.9cm from the iabc distal tip. Furthermore, a total of three leak sites were also noted from the iabc outer lumen at approximately 31cm, 34cm and 46cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the previously noted central lumen break. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 72.2cm from the iabc luer, which is the location of the previously noted bend. Then the guidewire exited the central lumen and entered the bladder at the previously noted central lumen break. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "catheter stuck in sheath" is confirmed based on the returned state of the device. Upon return, buckling was noted to the teflon sheath extrusion, which indicates that the user may have had difficulty inserting iabc catheter through the teflon sheath. During the inves-tigation, various damages were noted to the returned iab catheter including the broken and bent iabc central lumen, damaged iabc bladder and damaged iabc outer lumen. These damages could cause difficulty inserting iabc catheter through the teflon sheath; however, due to the combined damages and returned state of the device, it could not be confidently determined which damage oc-curred first or what initially caused the complaint. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged catheter. The root cause of the complaint is unde-termined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "after the arterial puncture needle was successfully inserted into the patient right femoral artery, the catheter was repeatedly attempted to pass through the arterial sheath but failed. It could not be withdrawn from the arterial sheath either. The entire sheath was pulled out along with it. A knife was used to cut the arterial sheath, and reinserted into the right femoral artery, but still could not reach the aorta, catheter stuck in sheath". Additional information states the iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "after the arterial puncture needle was successfully inserted into the patient right femoral artery, the catheter was repeatedly attempted to pass through the arterial sheath but failed. It could not be withdrawn from the arterial sheath either. The entire sheath was pulled out along with it. A knife was used to cut the arterial sheath, and reinserted into the right femoral artery, but still could not reach the aorta, catheter stuck in sheath". Additional information states the iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "after the arterial puncture needle was successfully inserted into the patient right femoral artery, the catheter was repeatedly attempted to pass through the arterial sheath but failed. It could not be withdrawn from the arterial sheath either. The entire sheath was pulled out along with it. A knife was used to cut the arterial sheath, and reinserted into the right femoral artery, but still could not reach the aorta, catheter stuck in sheath". Additional informaiton states the iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".